Event description:
Customer's mother reported customer was hospitalized for diabetes ketoacidosis. Customer's mother stated customer was vomiting and is on medication due to a toe infection, prior to hospitalization. It was stated by customer's mother the customer bangs the pump on the table to get it to work. Troubleshooting was not completed at time of call. No further details provided at time of call.

Manufacturer narrative:
Unable to prime due to faulty force sensor. Unable to perform basic occlusion, and occlusion test due to prime anomaly.